Event description:
A report was received that the patient had infection at the battery site as well as the midline site. Infection was neither device nor procedure related. The patient's symptom included drainage from the sites. The patient was admitted in the hospital and was given with intravenous antibiotics. The patient underwent an explant procedure and did well postoperatively. The patient was discharged and was on oral antibiotics.

Event description:
A report was received that the patient had infection at the battery site as well as the midline site. Infection was neither device nor procedure related. The patient's symptom included drainage from the sites. The patient was admitted in the hospital and was given with intravenous antibiotics. The patient underwent an explant procedure and did well postoperatively. The patient was discharged and was on oral antibiotics.

Manufacturer narrative:
(B)(4). Additional information was received that the patient's infection was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.